Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin rash under her breasts. The skin rash was described as not active and discolored. The patient was given a prescription from her physician. Follow-up indicated that the skin condition was getting better and the itching had stopped.